Manufacturer narrative:
Implant date of ipg is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported (B)(6) the patient stopped recharging their ipg as recommended. In turn, the patient's ipg became inoperable over time and was unable to communicate with external devices. As a result, the patient underwent surgical intervention to have their ipg replaced.